Event description:
At implantation, the device was interrogated and the embedded software was upgraded automatically by the programmer; but no battery voltage was displayed. Nevertheless, battery voltage display resumed after the device memories were initialized, and the device was re-interrogated.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.